Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient treated with the bd¿ catheter tip syringe had a uti that was treated with antibiotic. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that a patient treated with the bd catheter tip syringe had a uti that was treated with antibiotic. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no. This supplemental MDR also corrects the event description: it was reported that a patient treated with the bd catheter tip syringe had a uti that was treated with antibiotic. There was no report of exposure or injury noted.

Event description:
It was reported that a patient treated with the bd catheter tip syringe had a uti that was treated with antibiotic. There was no report of exposure or injury noted.